Event description:
The hcp reported the pt experienced a "pump infection with methicillin sensitive staphyloccus aureus along with abdominal cellulitis." The pump was explanted after an implant duration of 7.5 months. It was replaced with a smaller size 20cc pump. The pt is doing well since the new pump placement and is going home on antibiotics to help prevent any more infection.

Manufacturer narrative:
Final device analysis results reveal no anomaly found- normal device function.